Event description:
It was reported that the atrial lead impedance had doubled. The cause of the threshold increase was unknown. No reprogramming has been performed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.